Event description:
It was reported that the patient, with an artificial urinary sphincter (aus), presented with incontinence. Despite troubleshooting techniques that the device appeared to be working properly, the patient remained incontinent and surgical intervention was required to explant the aus cuff and pressure regulating balloon (prb). A new cuff and prb was implanted and no patient complications were reported.

Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.